Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter would not deflate. It was noted that small volumes of sterile water were injected into the inflation port but water was not delivered out of the balloon. The catheter was cut at the insertion port and it drained extremely slow; eventually the balloon deflate and fell out of the patient. The clinical nurse manager is still doing some research to determine if the nurse who inserted the catheter used something other than sterile water or if they pre-inflated the balloon.

Event description:
It was reported that the foley catheter would not deflate. It was noted that small volumes of sterile water were injected into the inflation port but water was not delivered out of the balloon. The catheter was cut at the insertion port and drained extremely slow; eventually the balloon deflated and fell out of the patient. The clinical nurse manager is still doing some research to determine if the nurse who inserted the catheter used something other than sterile water or if they pre-inflated the balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bond failure¿ with a potential root cause of ¿poor balloon design¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure. 2. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 3. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 4. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 5. Position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 6. The wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly. 7. Mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only. 8. At 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning. 9. At 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. C. R. Bard, inc. Covington, ga 30014 USA 1-800-526-4455 www.bardmedical.com manufactured in mexico pk7602932 12/2006 released" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.